Manufacturer narrative:
This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI on (B)(6) 2025 where the device was placed into MRI mode, the patient was unable to disable MRI mode. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg and restore therapy.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. The oet was successful in removing patients ipg from MRI mode resolving the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.